Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively for a open coelio. During testing the device's balloon did not inflate. There was no patient involvement.